Manufacturer narrative:
This report is submitted on 29 mar 2021.

Manufacturer narrative:
This report is submitted on 29 dec 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.